Event description:
Pt is an external, lower limb, above knee amputee. Pt was wearing a loaner prosthetic knee, while pt's own knee was being repaired. When pt's prosthetists installed lower knee they either did not install the extension assist or did not adjust it properly. (The extension assist aids in returning the knee to it's upright position while walking, so as the amputee steps forward the knee is locked in position for the first phase of gate cycle). Because the extension assist was not installed or not adjusted, the knee did not extend as quickly as what the pt is used to with their own knee, and the pt fell and fractured femur, distally.